Event description:
It was reported that a spectrum pump took longer to infuse than programmed. Gemcitabine was programmed for a duration of 30 minutes but took an actual of 58 minutes to infuse and they had to pull air out of line. This occurred in the cancer center during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: catalogue# unknown spectrum. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.